Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that the pump eroded through the patient's surgical site. A possible external factor was the patient having a low body mass index. There was an incision with drainage of the surgical site on an unknown date and a bacterial culture was taken which was negative. The pump and catheter were explanted on an unknown date (company representative was not present) and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018 product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.